Event description:
(B)(6) called stating the patient passed away (B)(6) 2026. (B)(6) does consent to follow up. (B)(6), (B)(6), (B)(6); (B)(6). No additional information provided or available regarding this report.